Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device found the handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. There was no indication of a product quality deficiency that would contribute to the reported cuff miss. The whole monofilament was returned loose with the posterior cuff and needle tip still attached to the rail end. The anterior cuff was loaded in the pocket. There was no needle strike mark on the foot. Based on the evidence found on the device, the anterior cuff was missed and this confirmed the reported event. During testing, the plunger was reinserted to test the needle trajectory and the result was acceptable. The anterior cuff was captured successfully. The most probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or the inability to maintain a stable position of the device during needle deployment. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. Based on the analysis of the device and the inspection criteria, the reported cuff miss experience appears to be related to the operational context during use of the product. No manufacturing or quality issues were detected. To assure that all products perform according to specifications, the needle trajectory on all devices are checked twice during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician, trained in the use of the perclose proglide device, attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred as the suture was not attached to the needle. The method used to achieve hemostasis was not specified. There was no adverse patient sequela reported. Though requested, no additional information was provided.